Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4).